Manufacturer narrative:
Product ID: 97714, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to an overdischarge. Additional review indicated conclusion code, results code, and method code are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for non-malignant pain. The patient reported that the implantable neurostimulator (ins) is hard to charged, as it was tipped in the pocket. It was noted that the patient had lost weight. The patient was reprogrammed on the day of the report and they indicated feeling thestimulation in their back but hates the stimulation in their feet. It was mentioned that the patient is susceptible to foot stimulation. The rep reported that the patient was not ¿wearing¿ their device the last 30 days. The issue was not resolved at the time of the report. No further complications were reported or anticipated at this time. Additional information received from the manufacturing representative (rep) indicated that the patient¿s weight loss was not caused by their device or therapy. They noted that the patient is susceptible to foot stimulation. The rep stated that they gave the patient cycling, and high-density stimulation to resolve the stimulation in their feet. They mentioned that the patient recharges using sticky discs, and with a stiff board against their back. No further complications were reported or anticipated. Additional information was received from the manufacturer representative (B)(6) 2018. It was reported the patient had a pocket move/revision and they decided to replace the battery while she was in there. The patient was getting good stimulation coverage in postop and was doing well. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.